Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logs show that several blower temperature alarms were active on this unit together with blower failure and inspiration valve or device leaky alarm. A zero calibration was performed successfully and there were no power board failure related alarms. Blower test shows that the blower current level is slightly on the high side and the blower pressure reading is way out of tolerance. Prolonged unattended temperature might cause some damage to the blower as well.

Event description:
The customer reported that the bellavista 1000 has blower failure alarm on the unit. As of this time, patient involvement associated with the event was not reported.

Manufacturer narrative:
The investigation analysis confirmed that the root cause was traced to the defective blower due to lack of maintenance/filter exchange. The customer utilized their onsite stock and job was reported to be complete.